Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum iq pump experienced air in line alarms. The event stopped the infusion and required an action by the user. The reporter had used prior versions of the pump and were familiar with inverting and tapping of the back check valve and were still seeing air in line alarms on the iq pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.